Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 118mg/dl at the time of the incident. The customer stated that the insulin pump had damage from water and was completely off. There was no indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.